Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review and the instructions for use review could not be conducted. A complaint history review concluded this was an isolated event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate there was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that patient had an arthroscopy procedure in 2019 to treat a diagnosis of a basket handle tear of the external meniscus. The attempt to sew a vertical tear in the area of the meniscus base with an ultra-fast-fix system was frustrating. The duration of the surgery was given as 2 hours. After this procedure the patient was still unable to stretch, for this reason he had another arthroscopy 2 months later in the same hospital. During this procedure a 5mm long plastic part was identified in the area of the origin of the anterior cruciate ligament, which was finally removed. The patient had two more surgeries in another hospital in (B)(6) 2020 and (B)(6) 2021, whereby the knee joint problems still persist.

Manufacturer narrative:
Internal complaint reference (B)(4).